Event description:
A caller reported a malfunction on the pump, which did not cause their blood glucose level to exceed a certain threshold, indicating there was no adverse impact on the customer's blood glucose level. The caller had not experienced any notable events prior to the malfunction and had not reported or reset the pump within the previous 24 hours. Technical support provided pump reset instructions and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer could continue using the pump. Technical support advised the customer to call back if the malfunction code reappeared, and the caller understood the instructions.